Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneously depressed sodium (na) result on a patient sample was obtained on the dimension exl with lm integrated chemistry system. Siemens reviewed the instrument data, and the information provided by the customer. The calibration was acceptable with lytes slope in range. Through siemens remote assistance, the customer replaced standard b (std b), salt bridge consumables and recalibrated integrated multisensor technology (imt) successfully, ran quality control (qc) which recovered within acceptable range, then the customer performed condition, repeated qc which recovered within lab range. The customer corrected the bias, ran qc which recovered within range, ran patient samples comparison test between analyzer and the results correlated. But qc out of range persisted. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the system, cleaned rotary valve, adjusted sample probe, replaced sensor with same lot, ran dilution check and it passed, ran qc which recovered within acceptable range, ran comparison test between the analyzer and 5 test precision which passed. During the next visit, the cse visited the site, aligned pump rate, found loose screw posts on rotary valve causing slight leak. Then the cse cleaned leak, replaced rotary valve seal, imt sensor and tightened screw posts and primed, ran successful condition/ dilution check & qc which recovered within acceptable range. Siemens further evaluated the event and concluded that the flow issue through rotary valve and misalignment of sample probe potentially contributed to the depressed na result. The customer is operational. The instrument is performing according to specifications. No further evaluation is required.

Event description:
The customer reported that erroneously depressed sodium (na) result on a patient sample was obtained on the dimension exl with lm integrated chemistry system. The erroneous result was not reported to the physician(s). The sample was repeated on alternate dimension exl with lm integrated chemistry system. The repeat result obtained was higher than the initial result and considered correct. The repeat result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the event.